Event description:
It was reported that the ez glide aortic cannula is not venting properly. The md has noticed this on at least 3 occasions, after inserting the aortic cannula, the blood does not properly de-air the aortic cannula. It stops filling after about 3-4 cm. The sales rep spoke with both the md and the perfusionist, to discuss possible solutions. The perfusionist stated he will reinforce with the staff to ensure the filter is not getting wet prior to cannulation. The products were used and discarded by the hospital prior to evaluation.

Manufacturer narrative:
The device was discarded by the hospital, therefore unable to perform an evaluation of this incident. The product was not returned and the root cause could not be determined for this device. Therefore a CAPA was not initiated for this event. This information will be included in trending and future CAPA determination.